Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a hardware low level failures alarm. Customer's blood glucose was 18 mmol/l. Customer mentioned device had a frozen display. Found insulin flow blocked alarm in history. Customer had done the self test and device alarmed a hardware low level failures alarm. Cannula was bent. After troubleshooting, customer will not be returning the device for analysis.